Event description:
During surgery, ethicon 35mm endovascular stapler was positioned across right hepatic vein. The gun fired, but would not open. The vessel was clamped on either side and had to be hand sewn.